Manufacturer narrative:
Additional information in h6: methods, results, and conclusion codes. The product was not returned for evaluation, however photos were provided by the reporter which confirm both screws have fractured shafts. The lot number for this specific device was not provided. Therefore, the device history record (DHR) review cannot be performed in this case. It was reported that a patient underwent a revision surgery where eight plugs, two rods, two screws, and one cross connector were removed. Two screws were reported to be fractured. The complaint is confirmed. Without further information, the cause of this failure cannot be determined.

Event description:
It was reported that a patient underwent a revision surgery where eight plugs, two rods, two screws, and one cross connector were removed. Two screws were reported to be fractured. No further surgical information or additional patient impacts were reported. This is report two of thirteen.

Manufacturer narrative:
Additional information in b4, and g4. Corrected information in h6: results, and conclusion codes.

Event description:
It was reported that a patient underwent a revision surgery where eight plugs, two rods, two screws, and one cross connector were removed. Two screws were reported to be fractured. No further surgical information or additional patient impacts were reported. This is report two of thirteen.

Manufacturer narrative:
Device product code: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00499 to 3012447612-2019-00511. [Mw5090393].

Event description:
It was reported that a patient underwent a revision surgery where eight plugs, two rods, two screws, and one cross connector were removed. Two screws were reported to be fractured. No further surgical information or additional patient impacts were reported. This is report two of thirteen.